Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system had issues with the infusion during a procedure. The patient experienced a soft eye. Additional information has been requested but none has been received.

Manufacturer narrative:
This file was made reportable in error. There will be no more reports sent for this file.(B)(4).

Event description:
New information stating the issue was poor infusion instead of no infusion which was originally reported.